Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days. The patient remains ongoing on lvad support. A direct correlation between the device and the reported event could not be determined through this evaluation. Stroke and peripheral thromboembolism are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced an ischemic stroke and was hospitalized at an outside hospital. Anticoagulants at the time of the event were aspirin and warfarin. A new left occipital cerebrovascular accident and age-indeterminate left middle cerebral artery infarct was found on imaging. The patient was transferred to the implanting center. Given the patients normal a1c and lipid values, pump thrombosis was considered. An echocardiogram was reportedly questionable for lvad thrombosis; however, CT-angiography was performed which did not find evidence of pump thrombus, but did incidentally reveal segmental and sub-segmental pulmonary emboli in the right lung. A heparin infusion was initiated after a repeat CT scan did not show any signs of hemorrhagic conversion of the infarction. By approximately (B)(6) 2015, the patient's status was reported to have dramatically improved from the initial presentation. At this point, the patient only had mild right sided weakness, but still had significant expressive aphasia and word-finding difficulty. The patient was able to ambulate with a walker and minimal assistance. The patient was set up with home health care, including physical, occupational, and speech therapy. No additional information was provided.